Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 25. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.